Manufacturer narrative:
After secondary review of this file performed on (B)(6) 2020, the suspect medical device has been updated from unknown tissue expander to unknown saline implants textured as per the device received. Multiple attempts for clarification have been performed, but no additional information has been provided. It was decided to remove device code off-label use (1494) to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information from healthcare professional that the ¿expander¿ initially reported was incorrect, and confirmation that the saline implant received as suspect medical device is correct. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the anterior view, measuring approximately 2.5 cm. Additionally, a tear was found at the junction between the shell and patch. Microscopic examination was performed and the cause of the tear at the junction between the shell and patch could not be identified. On the other hand, the examination in the edges of the tear on the anterior view revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the anterior view, measuring approximately 2.5 cm. Additionally, a tear was found at the junction between the shell and patch. Microscopic examination was performed and the cause of the tear at the junction between the shell and patch could not be identified. On the other hand, the examination in the edges of the tear on the anterior view revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Per mentor instructions for use (IFU), tissue expanders are not intended for implantation beyond 6 months. Therefore, this device was used in an off label manner. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast surgery with an unknown mentor tissue expander has experienced left-sided deflation of expander postoperatively, confirmed by a physician. As a result, the patient underwent explantation and replacement with 225cc mentor smooth round moderate profile saline breast implants, catalog # 3501630, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020.